Event description:
No osseointegration. Patient has diabetes mellitus and xerostomia, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant was completely covered by bone, asymptomatic.